Event description:
A us distributor reported that a patient's monitor case was damaged and response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle.  The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor. ********************************************************* device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was internal damage to the response button. The root cause for the damaged response button could not be positively identified. No adverse events occurred from the damaged monitor.